Manufacturer narrative:
Follow-up # 1 (07/02/2013)-device evaluation: the subject meter was returned on 05/16/2013 and analysis completed on 06/20/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter met specifications for testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing. The reported issue could not be reproduced. Unrelated to the primary issue, there was an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.